Manufacturer narrative:
An event regarding loosening involving a secur-fit psl cluster shell was reported. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Device history review indicated that all devices accepted into final stock met specifications. Complaint history review indicated that there has been no other event for this lot.

Event description:
It was reported that patient's right hip was revised due to acetabular cup loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Based on the limited information provided, the root cause of the reported event could not be determined.

Event description:
It was reported that patient's right hip was revised due to acetabular cup loosening.